Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic non-dependent patient present to the hospital for a check up. Interrogation of the device showed 8 non-sustained episodes of vf. The patient did not received hv therapy. The episodes showed noise on the v sense/pace electrogram. Pocket manipulation showed no oversensing. The lead was capped and replaced. Insulation damage was observed.